Manufacturer narrative:
The actual date of event is unknown a review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device evaluated by bd.

Event description:
It was reported that the device had broken/damaged and have channel error when door opened or when unit sensors change value. Runtime error and sensor broken error logged in error log. Tried new motor and pressure sensors but unit still fails. Cpu board or boards possibly defective. There was no patient involvement.